Manufacturer narrative:
Data files showed there were no injections. Physical product analysis is pending.

Event description:
It was reported that during a cryoablation procedure, after introduction of the sheath into the left atrium, st-elevation occurred. It was noted that the physician assumed air bubbles were introduced from the sheath. The sheath was replaced. The st-elevation persisted after introduction of the second sheath. The physician also noted more air aspiration than usual after insertion of both sheaths. The patient developed neurological deficits and the procedure was aborted. The patient did fully recover after an extended hospital stay. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath was returned and visually inspected and functionally tested. Visual inspection of the sheath showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. Clinical data files were also returned and analyzed; the files did not show any injections.